Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Healthcare professional later reported rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: h.9; h.3; h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Healthcare professional later reported rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.